Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The biomedical engineer reported that the surveillance would reboot when the staff selected new patient. There was no patient incident.